Event description:
Patient had a flexi-seal fms device placed due to diarrhea secondary to c-diff. Flexi-seal fms removed in 2005. Approximately 2 weeks later a fissure was found in the patient. It is unknown if the fissure was already present at the time the flexi-seal fms was inserted or if it developed during use.